Event description:
Additional information was received that the device system was no longer sensing the p-wave measurement in the bipolar configuration. In unipolar, the rv is observed. No further information was available.

Event description:
Additional information was received that this since the patient rarely atrial paces and sensing is stable the lead will be monitored until the device is changed out. There were no adverse patient effects.

Event description:
Boston scientific received information that out of range pacing impedances along with noise and a loss of capture (loc) was observed on the atrial lead. The lead safety switch (lss) was also activated. There were no adverse patient effects reported. The patient was going to be referred to their physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated should additional information become available.